Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a computed tomography (CT) scan confirmed a cerebral vascular accident (cva). No treatment was required. Per the physician, the cause of the stroke is unable to be determined. No other adverse patient effects were reported.